Manufacturer narrative:
On 15th jan 2026, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was reqeusted for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. A review of sensor in-vivo data indicated declining chemical performance on the long end channels, consistent with oxidation of the glucose sensing component in the sensor hydrogel. These channels were consequently de-weighted by the system around the time frame of the reported inaccuracies, thus this is unlikely to have impacted the overall system performance. The data for the short end channels showed no anomalies. The root cause for the observed inaccuracies could not be further evaluated without the physical device returned for evaluation, however it may potentially be related to an electronic issue with the sensor itself or patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. Data management system (dms) records show that the system has not been used since 4th feb 2026. The user was provided with a sensor replacement as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.